Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) screen was not displaying properly. It is unknown under which circumstances the event occurred or if a patient was involved; however there was no adverse event reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. Fse confirmed that the lcd was intermittently showing irregular artifacts obscuring parts of the display. Fse replaced the display and also completed the regularly scheduled contract preventive maintenance service where safety disk was replaced since it was due for replacement. Fse performed all functional tests and validated calibration. Unit has been cleared for clinical use.

Event description:
N/a.